Manufacturer narrative:
D10: concomitants: (B)(6), 200-02-35 - three peg patella 35mm; (B)(6), 02-010-04-0240 - logic cr femoral por, left, sz 4; (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. Pending investigation.

Event description:
As reported via legal documentation a patient had a left knee replacement on (B)(6)2017. Approximately 5 years and 5 months after the initial procedure the patient had a left knee revision on (B)(6) 2023 due to a left knee implant failure and synovitis. Revision op report rec'd on (B)(6) 2023, findings: synovitis left knee failed tibial polyethylene bearing of left total knee arthroplasty with posterolateral bearing. No gross evidence of infection. Sterile dressings were applied and patient was taken to recovery room in stable condition.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.